Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data did not indicate issue with system performance. As a proactive troubleshooting measure, the user was advised to perform a sensor-relink to clear calibration history and any possible calibration misalignment. Post re-link, bg values entered as calibrations fit sg well, with occasional differences due to lag or calibrations entered during periods of rapid change. Customer care recommended that the user continue to use the system and to enter calibrations with the exact value reported by the bg meter at the exact time at which the bg was measured. Per dms review, the user is using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.